Event description:
The device was used to perform routine ECG monitoring of a pt during ambulance transport. During the transport, the crt display allegedly went blank. The operator subsequently used the recorder to monitor the pt's ECG. After approx another minute, the device lost power and a burning odor was detected by the operator. Pt transport was completed without further incident. There were no adverse affects to the pt reported as a result of the alleged malfunction.